Event description:
It was reported by a clinical support specialist (css) that the hospital rn called the hotline with a patient that arrived 2-3 hours ago from the cath lab with the intra-aortic balloon pump (iabp). The pump was running in autopilot and supporting the patient well. The rn stated that the screen went blank with only horizontal white lines visible. The rn also stated that the pump continued to pump through this, and it "sounded the same as it did when the waveforms were visible". Prior to calling the hotline, the rn had already power cycled the pump with no change. As a result, the pump was switched out for a different pump. The current pump being used is running appropriately and supporting the patient well. There was no report of patient complications, serious injury or death. Css recommended that the effected pump be checked out by bio-med before being returned to service.

Manufacturer narrative:
Qn#(B)(4). No iap part was returned to teleflex chelmsford for investigation. The reported complaint of display screen turns blank with horizontal white lines is not able to be confirmed. The hospital biomed checked the pump, and as a result, the biomed replaced the display head. The root cause of the reported complaint is undetermined. An examination of the device history record (DHR) could not be completed because the DHR information was unavailable, but the service history information was reviewed for the reported complaint. There were no problems identified during the review of the service history for this device. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by a clinical support specialist (css) that the hospital rn called the hotline with a patient that arrived 2-3 hours ago from the cath lab with the intra-aortic balloon pump (iabp). The pump was running in autopilot and supporting the patient well. The rn stated that the screen went blank with only horizontal white lines visible. The rn also stated that the pump continued to pump through this, and it "sounded the same as it did when the waveforms were visible". Prior to calling the hotline, the rn had already power cycled the pump with no change. As a result, the pump was switched out for a different pump. The current pump being used is running appropriately and supporting the patient well. There was no report of patient complications, serious injury or death. Css recommended that the effected pump be checked out by bio-med before being returned to service.